Event description:
A system operator reports that at the start of the surgical procedure, the laser would not fire. The site re-booted the system and they were able to complete performance testing, but when the surgery mode was entered, the amount of estimated time was 'unknown.' It is not known if the procedure was completed within the same session and it is now known whether there was patient impact/injury associated with this event. Additional information has been requested.